Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks. Review of device data by boston scientific technical services confirmed the presence of sense b node noise as well as potential mechanical impairment issues causing the delivery of inappropriate therapy. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced as the patient continued to receive inappropriate therapy. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.